Event description:
It was reported that approximately seven weeks after the placement of the chronic catheter via the left subclavian vein, the health care provider decided to remove the chronic catheter due to the completion of the treatment. It was further reported that during the device removal procedure, the health care provider allegedly finds resistance while pulling the catheter, however, when the catheter was finally released the cuff was detached from the catheter and retained in the patient. Reportedly, the patient experienced discomfort from pulling the catheter, however, the patient reported to be in the stable condition after the device removal procedure.

Manufacturer narrative:
Manufacturer review: a lot history record could not be completed as the lot number was not provided. Investigation summary: a sample evaluation could not be performed as the samples were not returned. The investigation is inconclusive for cuff detachment. A definitive root cause could not be determined. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. PMA/510k.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately seven weeks after the placement of the chronic catheter via the left subclavian vein, the health care provider decided to remove the chronic catheter due to the completion of the treatment. It was further reported that during the device removal procedure, the health care provider allegedly finds resistance while pulling the catheter, however, when the catheter was finally released the cuff was detached from the catheter and retained in the patient. Reportedly, the patient experienced discomfort from pulling the catheter, however, the patient reported to be in the stable condition after the device removal procedure.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately seven weeks after the placement of the chronic catheter via the left subclavian vein, the health care provider decided to remove the chronic catheter due to the completion of the treatment. It was further reported that during the device removal procedure, the health care provider allegedly finds resistance while pulling the catheter, however, when the catheter was finally released the cuff was detached from the catheter and retained in the patient. Reportedly, the patient experienced discomfort from pulling the catheter, however, the patient reported to be in the stable condition after the device removal procedure.